Manufacturer narrative:
Correction: upon review, the pulse generator should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event.

Event description:
It was reported that a device anomaly was observed on a patient's pacemaker. The pacemaker was explanted and replaced. The patient was not reported.